Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by medical facility.

Event description:
A report was received that patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein leads were replaced. The patient was doing well postoperatively.